Manufacturer narrative:
(B)(4)

Event description:
During an atrial fibrillation procedure, an air embolism occurred. The introducer was inserted into the patient and a non-sjm irrigated catheter was inserted. A syringe was used to flush and aspirate the introducer. The irrigated catheter was removed and the introducer was aspirated again, revealing air. The patient then developed st elevation, for which no intervention was administered. The introducer was exchanged to complete the procedure. The patient was stable and has since been discharged.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported air embolism could not be conclusively determined. Per the IFU, air embolism is a known risk during the use of this device.